Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a magnetic resonance imaging. Prior to the procedure, the system was interrogated and the right atrial lead exhibited no capture. Lead dislodgement was noted. No intervention or patient symptoms were reported.

Event description:
New information received noted the patient¿s right atrial lead was explanted on (B)(6) 2018. During the procedure, it was noted that the patient's right atrium was "mushy". There was no allegation that our products caused or contributed to the patient's condition. During an attempted new lead implant, right atrial lead dislodgment was noted. The lead was successfully implanted. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.